Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was an experience with an external pulse generator (epg) stopping at the facility. At the time of the event a clear cover was put on the device and the device was inserted into a shoulder bag to prevent incorrect operation at the facility. The status of this device is unknown. No patient complications have been reported as a result of this event.